Event description:
It was reported that after the implant procedure, there was no capture at maximum outputs on the right ventricular (rv) lead and a perforation was noted. The lead was repositioned from the apex to the septum and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-45, lead, implanted: (B)(6) 2014. (B)(4).